Manufacturer narrative:
On 10/26/2016 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.no further issues have been reported.

Event description:
A medtronic representative reported that, while in a deep brain stimulation (dbs) procedure, the surgeon was unable to round the frame settings in the planning station. A site physician, a fellow, began rounding frame settings, starting with the left plan active. The setting for ¿x¿ was 111.6. The fellow used the delete button to remove the .6. When he selected enter ¿ the plan entry point in the 2d views moved to the right side of the head crossing mid-line, indicated by the banner message. The fellow continued attempts to adjust the frame settings for the left plan, then attempted to undo last which correctly would undo only the last step (intended behavior). The fellow re-planned on the left side and adjusted the entry point accordingly. Next, frame settings on the right plan were adjusted (confirmed actively selected). As the fellow entered frame settings on the left plan, it was set in the same way as the right plan. Numbers entered were frame settings for a plan that should be on the right side, not the left. Left side was re-planned, again, and the rounded numbers were documented on paper versus making the changes in the software. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.